Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient¿s daughter reported that since a surgical procedure the day prior, the implanted device had alerted three times. It was noted that electrocautery was used during the surgical procedure. The clinic was notified and requested that the patient send a remote transmission. Follow up with the patient's physician indicate that the remote transmission showed normal device function. The alert was triggered by artifact from the surgical procedure. The patient was brought in and the alert was turned off. The device remains in use. No patient complications have been reported as a result of this event.